Event description:
It was reported during unrelated procedure that the atrial lead exhibited insulation damage. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.